Event description:
A endoscopic support specialist (ess) was dispatched to the user facility for an in-service. During the in-service the uretero-reno videoscope was found to have a damaged bending section and the angulation was jammed. The ess instructed them to remove it from use and send it to olympus for repair.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.